Manufacturer narrative:
(B)(4). In response to medtronic's request for device return, no devices were received for evaluation. The device was not returned and therefore no evaluation could be performed. The following codes were not available in medtronic's gch system: method: no testing methods performed.

Event description:
It was reported that a visao handpiece overheated. This is the only information provided and there was also no report of patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.